Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6)2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the feeding tube allegedly clogged and broke. There was no reported patient injury.